Event description:
Pt (B)(6) was being lifted by hoyer from dialysis chair to her wheelchair post tx when she slide out of the hoyer to the floor hitting her head on footrest of dialysis chair. Pt was without complaint lying on floor. Vitals were stable. She had a large goose egg on the back of her head and decision was reached to call emts and have pt checked at the hospital. She agreed to go to (B)(6). When emts arrived, they tried to get her to sit up but when pressure was placed on hips with this movement pt cried out in pain. She was lifted by six people to the stretcher and went to hospital. Pt called us later that day to state she had fractured both of her hips. Pt was wheelchair bound due to polio and does not ambulate prior to this event. Device passed inspection on (B)(6) 2013 and placed into svc. After event device was removed from floor and reinspected by (B)(6) and it passed all inspections at that time also. Training was completed with all floor staff when dvd arrived from MFR. Return demonstration was required prior to sign-off. MFR report #3009402404-2013-00029.